Event description:
It was reported that the target lesion was located in the left anterior descending artery (lad) with no tortuosity, heavy calcification and 50% stenosis. After pre-dilatation was performed, a multi-link 8 stent was successfully implanted at the lesion. The nc trek 5.0 x 08 mm balloon was delivered for the post-dilatation. One inflation was performed at 10 atmospheres (atm). The balloon ruptured during the second inflation at 8 atm. No resistance was noted either during advancement or during retraction of the device. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: neos soft, guide cath: heartrail 6f, stent: multi-link 8. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.